Event description:
Consumer stated "the past few days some of the bristles have fallen out of the brush head on my shyn toothbrush. The other night I woke up coughing with one stuck far in the back of my throat." Requested product but it was not returned.